Event description:
An interstim ii device was implanted in the pt due to incomplete bladder emptying. Device was removed eleven months later due to it not working adequately. According to the surgical report, "we found some open impedances." The pt was having some urinary leakage and a problem with urinary retention.